Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on new information received on (B)(6) 2018. It was reported that product sterility was compromised. The target lesion was located in a coronary artery. A 3.00 x 24mm synergy ii drug-eluting stent was selected for use to treat the lesion. However, during preparation, the hub hit the un-sterile or uncovered part of the injector system. The device was not used and the procedure was completed with another of the same device. No patient complications were reported.